Manufacturer narrative:
Lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2011 explanted: unknown; accessory model 3550-39 lot# n282772 implanted: (B)(6) 2011 explanted: unknown.

Event description:
It was reported that the patient experienced telemetry issues. The implantable neurostimulator (ins) was unresponsive to telemetry attempts by the physician programmer, patient programmer, and recharger. An ins overdischarge was suspected. The last time stimulation was felt was 1 to 2 months ago. The last successful recharge was 1 to 2 months ago. Use of the antenna locater resulted in a power-on-reset being displayed on the recharger, which then led to the normal recharging screen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that everything was successful and the patient was receiving therapy.